Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that customer presented a print where 'p' and `v' annotations are "a mess" for a patient in bed9-2 b3 on (B)(6) 2020. The alarm strips both show vtachy and ventfib/tachy for almost the same time period. The customer cannot see the difference and mean; the red alarm should have raised at 03.44, and not 03.45. The `p' beats should often have been notated as `v'-beats. Alarm limits for vt = hf set to 120 and v-run set to 5. There was an alleged delay in treatment.

Manufacturer narrative:
Additional information obtained during the investigation has determined that there was no delay in treatment nor any patient harm.

Event description:
The customer reported that customer presented a print where 'p' and `v' annotations are "a mess" for a patient in (B)(6) on (B)(6) 2020. The alarm strips both show ***vtachy and ***ventfib/tachy for almost the same time period. The customer cannot see the difference and mean; the red alarm should have raised at 03.44, and not 03.45. The `p' beats should often have been notated as `v'-beats. Alarm limits for vt = hf set to 120 and v-run set to 5. There was no delay in treatment. The device was in use on a patient. There was no reported patient harm.